Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) seal didn¿t deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) seal didn¿t deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10 corrected section: h6 device code - changed to activation problem trackwise # (B)(6). The device was returned to the factory on (B)(6)2020 . An investigation was conducted on (B)(6)2020 . A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device. The seal and tension spring assembly were observed inside the body of the loading device, outside of the loading window. Specks of blood were observed on the loading device on the blue wings. The white plunger was not observed to be depressed and the blue slide lock remained engaged. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (mcv00004217). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. The seal and tension spring assembly was removed from the loading device. The seal was observed to be cracked/delaminated at the outer coil. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, but confirmed for the analyzed failures "fitting problem" and "crack".